Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was able to establish accuracy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site had difficulty initializing, but ended up getting the patient to register with touch registration with fiducials. When the surgeon confirmed accuracy it was 5mm off the skull. Surgeon decided to abort medtronic navigation. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. The archives were reviewed and found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for summery of analysis. The software analysis determined the most likely cause of the event was that the site did not use anterior touch points on distinct features during registration. If information is provided in the future, a supplemental report will be issued.